Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient had symptoms of hot flashes, heart palpitations, worsening tremor on their left arm, and pain in their left arm since their right implantable neurostimulator (ins) was programmed two weeks ago. The patient also had transient symptoms of their left eye drooping, lightheadedness and feelings of weakness. The symptoms occurred daily. The hcp wanted to know if the symptoms could be related to the ins programming that was done. The hcp was going to follow up with the patient's managing hcp since they did not work with deep brain stimulation (dbs) symptoms. The hcp was considering doing a brain MRI to rule out stroke given the patient's symptoms. No further patient complications were anticipated/reported. The patient's indication for use is essential tremor. Refer to manufacturer report #3004209178-2017-16494.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not have an MRI done. The patient was diagnosed with having a stroke. The patient's implantable neurostimulator (ins) was reprogrammed to the original settings and impedances were measured to be normal. The patient's other medical conditions were being monitored by the appropriate hcp. The patient was going to be monitored by their hcps. It was unknown if the symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the symptoms were not diagnosed to be related to the patient's deep brain stimulation system.